Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow-up, it was noted that there was a change in the shock impedance measurement on this right ventricular (rv) lead. The measurement increased from 38 to 60 ohms. A chest x-ray was performed and it revealed that the proximal coil had fractured. No adverse patient effects were reported and the patient was discharged. The data was sent to boston scientific technical services (ts) for further assistance.a ts consultant reviewed the data and discussed that a fracture is still suspected; however, the x-rays were inconclusive. Additional troubleshooting was provided to help the physician ascertain the cause for the changes in shock impedance measurements and the best course of action needed for this patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen again for additional defibrillation threshold (dft) testing. The lead successfully delivered a shock which converted the induced arrhythmia and the shock impedance measurements were in normal range. No additional adverse patient effects were reported. The rv lead remains implanted and in service.